Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received from a basic evaluation trial patient. The patient reported that they were sleeping worse than ever and felt like the wires had been displaced because they felt stimulation in a different part of the buttocks. The patient noted that they felt a shock in their leg from time to time and that they had to take the battery out to reboot 4 or 5 times the night before report. The patient stated that they were concerned the bandages would pull off because of sweat and that they were balled up from them sitting. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected.